Manufacturer narrative:
Reporting institution name: (B)(6). Reporting institution phone: (B)(6). Reporter phone: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that there was an equipment failure which occurred during clinical use. We are considering this to be a serious injury because it is not known if a patient procedure was involved, nor if life saving therapy was being provided (or treatment interrupted. The device was reported to be in clinical use, however, no direct adverse event to the patient or user was reported. Additional details have been requested.

Manufacturer narrative:
The customer contacted the philips response center. The device was evaluated by the customer who confirmed the device cannot properly defibrillate. The device was not evaluated by philips. The customer reset the device to resolve the issue. The customer performed testing after the repair to confirm functionality. The device remains with the customer. No parts were replaced. Because the problem could not be recreated, the cause cannot be determined. There is no indication of a systemic problem. No further investigation or action is warranted. H3 other text : the customer evaluated the device.

Event description:
It was initially reported to philips there was an equipment failure which occurred during clinical use. Additional information received via email from the philips country contact clarified the issue occurred during testing with no patient involvement. This report has been updated from a serious injury to a product problem (non adverse event). It was reported there was an equipment failure during testing. There was no patient involvement.